Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.5/2.0/066 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
(B)(4).